Event description:
After approximately 6 years of cochlear implant, use, the pt reportedly was not benefitting from the implant. The pt reported that all sounds were unclear and too soft. Diagnostic testing suggested the device was functional. The pt and healthcare professionals decided to explant and replace the device. Explantation/reimplantable surgery was successfully completed in 2005.